Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored atrial tachy response (atr) episodes. Upon review, right atrial (ra) oversensing noise which led to inappropriate atrial ventricular delay was observed. It was noted that the right atrial (ra) lead is a non-boston scientific product. The hcp reported that a revision procedure is planned. At this time, the ICD and non-boston scientific ra lead remain in service. Subsequent additional information was received that reported that the physician saw the patient in clinic and performed isometric tests to further evaluate the non-boston scientific lead and reproduce the noise. The physician noted being unable to reproduce the lead noise. The physician plans to continue with monitoring the lead at this time and will discuss possible lead revision on a later visit. No additional adverse patient effects were reported. The ICD and non-boston scientific ra lead remain in service.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored atrial tachy response (atr) episodes. Upon review, right atrial (ra) oversensing noise which led to inappropriate atrial ventricular delay was observed. It was noted that the right atrial (ra) lead is a non-boston scientific product. The hcp reported that a revision procedure is planned. At this time, the ICD and non-boston scientific ra lead remain in service. Subsequent additional information was received that reported that the physician saw the patient in clinic and performed isometric tests to further evaluate the non-boston scientific lead and reproduce the noise. The physician noted being unable to reproduce the lead noise. The physician plans to continue with monitoring the lead at this time and will discuss possible lead revision on a later visit. No additional adverse patient effects were reported. The ICD and non-boston scientific ra lead remain in service. Additional information was provided by the field representative that reported that a revision procedure was performed, the non-boston scientific ra lead was explanted due to the oversensed noise and during the explant procedure, the ICD device was also explanted due normal battery depletion. No additional adverse patient effects were reported.